Event description:
2nd revision: right total knee - performed on (B)(6) 2014 at (B)(6). Reason: pain and query of loosening implants. All components revised. 1st revision: total knee - performed on (B)(6) 2010 at (B)(6). It appears all components revised. Reason tba. Primary: total knee replacement performed on (B)(6) 2009 at (B)(6). Lcs duofix implanted. Further information on pt details, product codes, lot numbers, photos of x-rays and surgeon notes available and to be forwarded.

Manufacturer narrative:
Examination of the submitted device noted that cement remains adhered to the majority of the surfaces that are intended to interface with cement. If loosening was present in this case it would have likely occurred at the cement/bone interface. No visual defects or substantial wear are visible on the device. There are no indications from the returned device that it is defective and adversely contributed to the patient¿s condition. Review of the device history records did not reveal any manufacturing deviations or anomalies. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.